Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "laparoscopic sigmoid colectomy" event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Subcutaneous emphysema and balloon deflation report from the sales rep during laparoscopic sigmoid colectomy, since the customer noted that the balloon of the event trocar was shrinking, he inflated the balloon and continued to use the trocar. Then, the trocar was replaced with new one due to subcutaneous emphysema during the procedure. However, since the subcutaneous emphysema was expanded to patient neck, the customer determined to shift to open surgery and the procedure was successfully completed. During post-treatment, the subcutaneous emphysema was observed for follow-up but no intervention was conducted. The patient has left from the facility. During inspection by the customer, the customer supplied air into the balloon of the event trocar and he/she confirmed the balloon was gradually shrinking upon inflating the balloon. The event trocar was used as a camera port fixed on umbilical region and was connected to aeroperitoneum apparatus." "Initial investigation report the event unit was returned to us and visually inspected. The medial side of the balloon was found to be holed. The distal end of the cannula was scratched. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: "no intervention was conducted" patient status: "during post-treatment, subcutaneous emphysema was observed for follow-up but no intervention was conducted. The patient has left from the facility."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant's experience of balloon leakage. Based on the description of the event and the condition of the returned unit, it is likely that the balloon leakage was caused by contact with a sharp instrument. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement." The subcutaneous emphysema is not attributed to the failure of balloon leakage. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.